Event description:
Healthcare professional reported left side rupture "MRI confirmed" via sus voluntary event report. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5119832. Continued h.6 health effect impact code: f2203 imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.